Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined that the reported issue regarding difficult to advance, and material rupture appears to be related to operational circumstances of the procedure. Based on reported information, it is likely that advancement through the heavily calcified, mildly tortuous circumflex lesion that was 99% stenosed, resulted in the resistance/difficulty to advance and material rupture of the balloon dilatation catheter (bdc) at 8 atm. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a heavily calcified, mildly tortuous circumflex lesion that was 99% stenosed. After crossing lesion with a non-abbott guide wire, an intravascular ultrasound (ivus) was advanced but failed to cross. A 2.25x15mm rx trek balloon dilatation catheter crossed the lesion with resistance noted with the anatomy. The balloon ruptured at 8 atmospheres on the first inflation. The trek was replaced with a non-abbott 2.5x13mm balloon and a xience sierra 3.0x38mm was successfully implanted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.